Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 54 mg/dl. The customer reported sensor assistance needed with calibration and sensor blood glucose and blood glucose differences. The customer did troubleshooting the issue. The customer declined troubleshooting for the low blood glucose level and was treating with food and juice. The infusion set will not be returned for analysis.